Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction occurred due to the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, and/or chemical stress by chemical solution used, etc. Subsequently, lg-lens was invaded by humidity, then corroded. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: the grip had a scratch. The switch box had discoloration. The air/water cylinder had no color. The suction cylinder had no color. The right/left knob had a scratch. The electrical connector had corrosion due to water leakage. The image guide protector had a cut. The connecting tube had a scratch. The distal end was shaved. Due to annual inspection, parts needed replacement. The adhesive around objective lens had wear. The universal cord had a scratch. The investigation is ongoing. Three good faith effort attempts to the customer have been made, with no response to date. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope had insufficient light. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material inside the light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.